Event description:
It was reported that during a routine upgrade from an implantable pulse generator (ipg) to an implantable cardioverter defibrillator (ICD), the right ventricular (rv) lead had a lead warning for oversensing, high impedance and no capture. It was determined that there was a potential lead fracture and insulation damage distal to the is-1 connector hub. The rv lead was cut and capped at the insulation breakdown point. A new rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to melting, and the outer insulation of the lead was extrinsically melted but not breached. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: addrl1 implantable pulse generator (ipg) (B)(6) 2009. (B)(4).